Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device would intermittently not power up. Complainant indicated that the clinician tried re-seating battery and obtained another battery and the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.